Manufacturer narrative:
The device was returned to the manufacturer and a sample of the residue was taken. A follow up report will be filed when the quality investigation is complete.

Event description:
It was reported that the device had an oily stain on the jaws of the chuck. The condition of the device was discovered during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.